Event description:
Event description cpi received information that these two sensing leads (0030's) were removed from service due to a sensing problem documented shock in sinus rhythm. These leads were orginally implanted on 08/10/88. Explanted on 10/23/96. The leads were replaced with an endotak (dsp) lead (0125).